Event description:
While mixing IV antibiotics, it was discovered by the nurse the IV bag had a hole. The bag was sequestered and given to apsm and is located in room 5615. Manufacturer response for IV fluid bag, IV fluid bag (per site reporter) [redacted date] one sample retrieved; baxter notified, RMA requested. [Redacted date] - baxter (B)(4) [redacted name] responded to baxter questions.